Event description:
It was reported by service report that there was a tear in the power cord's outer sheathing. It is unknown if there was patient involvement or if there are adverse consequences to report.